Event description:
It was reported, that this right atrial (ra) lead exhibited noise and oversensing on the atrial channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed, device strips and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).